Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high, the customer's blood glucose was 508mg/dl at the time of incident. The customer reported that they just changed infusion set and it malfunctioned. And delivery was not going through. The customer was receiving insulin flow block insulin flow blocked alarm. Customer states the insulin exited during 5.0 u fixed prime. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.